Event description:
On (B)(6) 2011, the pt was implanted with a comformable gore tag thoracic endoprosthesis to treat a thoracic aneurysm. The device was implanted where it was planned: 20mm from the left common carotid artery and partially covered the left subclavian artery which was transposed before. At the end of the procedure, the physician could see a slow flow of the left subclavian artery. The pt tolerated the procedure. On (B)(6) 2013, an angiogram showed a proximal type I endoleak. The aneurysm enlargement was not reported. It was reported to gore that the device moved distally from the left common carotid artery. Further info was requested. The physician is monitoring the pt.

Manufacturer narrative:
A review of the mfg paperwork verified that this lot met all pre-release specifications.